Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that particulate matter was identified inside of a large volume infusor. This was noticed after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available. This is report 4 of 4.